Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). The date device returned to manufacturer field should have been marked as ni. The above box also should have been checked to indicate that the sample was in fact received. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device's availability for evaluation is currently unknown. A follow-up report will be filed if the device becomes available and is evaluated or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. Evaluation summary: the device has been received, however the sample receipt date has not yet been indicated. The reported condition of a colleague infusion pump with a malfunction of damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries and harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.